Manufacturer narrative:
(B)(4). Date sent to the FDA: 07/19/2017. Additional information was requested and the following was obtained: the patient ¿ the girl. Age - 1 month. Date of the procedure ¿ (B)(6) 2017. Name of the procedure - lumbotomy, plastic upj (ureteropelvic segment). Diagnosis - congenital hydronephrosis on the left. What are the symptoms after the surgical procedure index? - the symptoms of intoxication, the expansion of the cup-pelvis-plating system dynamics. What type of fabric and the placement of the seam? - ureteropelvic transition smooth muscle tissue. As the seam was placed (interrupted or continuous)? - continuous and interrupted. What date is not real patient with dehiscence (number of postoperative days)?- 5 days after the first intervention. How did you manage to solve the seam problem ? If you did surgery, please notify what it is?- re-operation: g. (B)(6) 2017: rumbatime, revision, re-plasty ureteropelvic segment. What was the appearance of the seam during the second operation (the operation on (B)(6))?- seams insolvent anastomosis "gaping". What is the medical opinion as the etiology and factors contributing to this event - low quality suture material. What is the current status of the patient? - recovery. The actual device batch number associated with this event is not known. Six possible batch numbers are reported as follows: batch kaz256 date of mfg.: 01/12/2016. Expiration date: 12/31/2020. Batch ka6432 date of mfg.: 01/18/2016. Expiration date: 12/31/2020. Batch hjm877 date of mfg.: 08/06/2014. Expiration date: 07/31/2019. Batch hh6631 date of mfg.: 07/23/2014. Expiration date: 07/31/2019. Batch hhk163 date of mfg.: 07/23/2014. Expiration date: 07/31/2019. Batch gd8bxmq0 date of mfg.: 01/04/2013. Expiration date: 06/30/2018 the device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that a patient underwent lumbotomy, plastic upj (ureteropelvic segment) procedure on (B)(6) 2017 and suture was used. Five days post operatively, the suture was found broken. An additional procedure was performed on (B)(6) 2017 with a different suture revision of the ureteropelvic segment. The patient is recovering. Additional information was requested.

Manufacturer narrative:
Date sent to the FDA: 07/20/2017 to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: 1. What was the appearance of the suture during second procedure? N/a 2. Was the suture intact and pulled out of tissue? N/a 3. Was the suture broken, if so, what location? Smooth muscle 4. What is current condition of the girl? N/a